Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. Three cassette products were received for evaluation. Samples were received in decontaminated, inside of a plastic bag without their original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. During pump tube height testing, the samples were tested to measure the height of the pump tube arch and determine if are under or out of specification. The pump tubes height was out of specification in all three samples provided; however, samples were received in used condition. It possible that the pump tube was modified during preparation or use. During accuracy testing, the samples were connected to a pump and balance mettler to look for unusual function. The samples were fully priming and connected without difficulty. Lastly during functional testing, samples were filled with 100 militers of water and connected to the pump to look for unusual function. Samples were fully priming and connected without difficultly; the pump was set running and no alarms were activated. Complaint is not confirmed, and no actions taken. Root cause is unknown.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there had been two non-disposable alarms on pca patients within 18 hours and another with a chemotherapy patient. Additional information was received noting that there was an error message on the cadd legacy pca pump ready, "no disposable attached". As a result, patient was without pain medication for several hours until a new cassette was compounded.